Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The customer reported that the bed went into reverse position during use with the patient.

Manufacturer narrative:
Following the information provided the customer reported unintended movement of the bed to reverse trendelenburg position during use. The e303 and e410 error codes were displayed on bed. No injury was reported. The device was evaluated by an arjo representative. Resetting the bed solved the issue reported by the customer (unintended movement). Based on the very limited information received, the exact cause of the reported malfunction could not be determined. To sum up, the bed did not meet its performance specifications due to unintended movement. The alleged problem occurred while the patient was using the bed. The complaint decided to be reportable due to unintended movement occurrence. No injury was claimed.